Manufacturer narrative:
Additional devices listed in this report: cat 31301180s trochanteric nail kit, ti gamma3® ø11x180mm x 130° lot code unknown. Cat unknown locking screw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's death. Devices will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
On (B)(6) 2015 the patient was diagnosed with an infection of the surgical wound, which caused a sepsis. The infection was confirmed with laboratory test, the surgical side was infected with staphylococus aureus on the left hip after osteosynthesis. The planned therapy included a surgery but the patient died before undergoing the treatment.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Devices not removed.

Event description:
On (B)(6) 2015 the patient was diagnosed with an infection of the surgical wound, which caused a sepsis. The infection was confirmed with laboratory test, the surgical side was infected with staphylococcus aureus on the left hip after osteosynthesis. The planned therapy included a surgery but the patient died before undergoing the treatment.